Event description:
Covidien, received info stating three of their pts had reported mold allergies on the same ventilator. As per customer there is no allegation of ventilator malfunction. Ventilator filters were cultured and tests came back negative. Multiple attempts to try and retrieve further info have been made with no customer response.